Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem clinical support informed customer that lyumjev insulin is off-label per the user guide. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.